Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was checked and found to have an estimated longevity of 23 months. Approximately 3.5 months later, the device had already reached eri (elective replacement indicator) and end of life (eol), with a sudden drop in battery voltage noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.